Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter was exteriorized due to a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Initial report #8040412-2018-00266 was submitted in error due to incorrect manufacturer. This is a retraction.